Manufacturer narrative:
The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation of the right atrial lead, low impedance with no sensing was observed when the lead was connected to the device. Physician noted a possible insulation break. The lead was not used and another was implanted successfully. The patient was stable pre and post-procedure.